Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number for the exalt model d scope and 3005099803-2024-04805 for the exalt d controller. It was reported that an exalt d controller was used with an exalt model d single use duodenoscope for an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. The controller has shown multiple instances where visualization was lost, and the loading screen appeared. No further information has been obtained despite good faith efforts.